Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
73 year-old male patient with cardiogenic shock implanted with impella cp. Care team decided to surgically revascularize with CABG. Impella remained in for post-surgical support. Patient received blood products, due to surgery and not impella. Day 3 patient was weaned and explanted. Upon pump removal, thrombus was noted at access site by md.

Manufacturer narrative:
B3: updated the date of event. D9: updated the devices return information. Additional information: device was successfully explanted and groin closed without issues.